Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system sn (B)(6) displayed tcmid:05 (coolant diff failure) error message" was confirmed during the review of the event logs but not during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. The event log review indicated multiple tcmid:05 (coolant diff failure) error messages on the event date, thus confirming the reported complaint. It indicates delta between the primary and secondary 30-second median coolant temperatures exceeds 6.0°c. The customer was advised to drain out the existing glycol and replace with a new glycol. After the replacement of new glycol, the issue was resolved. The thermogard xp ivtm system passed functional testing with no issues. The customer's reported complaint was not reproduced. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Event description:
While setting up the thermogard xp ivtm system (sn tgxp12123), the customer reported that the console displayed tcmid:05 (coolant diff failure) error message on the monitor screen during power-on self test. No patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.